Event description:
It was reported that there was progressive rise in threshold and failure to capture on the lead. The lead was capped. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5524m implantable pacing lead implanted: (B)(6) 2000. (B)(4).